Event description:
It was reported that the surgeon inserted a competitor's lens with a msi-pf injector and did not like the way the lens came out of the injector. The lens was torn during insertion, removed and replaced without any pt incident. The pt's current prognosis is good.

Manufacturer narrative:
Evaluation results- lot order searches were performed and there was one similar complaint found for the cartridge and injector and no similar complaints found for the ftp.